Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor sound quality with the device and open circuits were noted on five electrodes. There are plans to explant the device and to reimplant the patient with a new device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another device during the same surgery.